Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 164 mmol/l and it repeated as 139 mmol/l.

Manufacturer narrative:
The lot number and expiration date of the na electrode were requested, but not provided. The field service engineer determined there was broken rinse tubing. All rinse tubing was replaced. A vacuum valve was replaced since pressure was going down. A general check of the analyzer was ok. Quality controls were ok. The investigation determined the service actions resolved the issue.